Event description:
It was reported that the touchscreen was less responsive, necessitating harder or multiple presses. There was no adverse impact to the customer¿s blood glucose level. The customer declined further troubleshooting, and no additional actions were taken.